Event description:
It was reported that a surgical intervention was performed due to thigh pain and thickening of lateral femoral cortex. The liner, the stem and the head were removed.

Manufacturer narrative:
The associated r3 delta ceramic liner was not returned for evaluation. A clinical investigation noted that three pre revision x-rays were provided for review; one of bilateral hips and two views of the left prosthesis. Several attempts have been made to obtain clinical/medical information to no avail. No patient information has been submitted for review. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.